Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 01:48:29. During night drain cycle eight, the patient's ultrafiltration reading was 1399ml, indicating the home patient (hp) drained 1399ml more than their maximum programmed fill volume of 2100ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. An iipv event was confirmed. The drain volume for cycle eight for therapy starting on (B)(6) 2011 was 1259ml which does not meet iipv criteria for a largest prescribed fill of 2100ml. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.